Manufacturer narrative:
(B)(4): lot number changed from 60412g1 to 60413g1. Evaluation summary:visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. Sem analysis noted that the balloon failure may be attributed to mechanical damage to the outer surface. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo calcified lesion in the femoral artery. The 5 x 80 mm armada 35 balloon catheter was advanced to the target lesion without resistance; however, during dilatation there was loss of gauge pressure. The balloon had ruptured at 16 atmospheres (atm). There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was reported.